Manufacturer narrative:
Patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient was assisted by the parents and was treated with insulin infusion set. No further information available.